Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had button error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that while at work insulin pump started beeping button error. Customer stated that time was not advanced. Customer stated that by pressing esc then act, but the alarm did not clear. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.